Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt clarified their "back was killing them" meant they were in pain. Pt reported they had 4 back surgeries, and the back surgeries are why the pt got the stimulator implanted, to relieve back pain. Pt met with 4 reps about feet shocking electricity and all the reps did was meet the pt at their hcp office and program the pt and send them home. No one helped the pt even when they lost the ability to walk caused by nerve damage in feet. Pt reported they never turned the stimulator back on and is afraid to use it and it is in MRI mode and off since they couldn't walk. Weight was received. Additional information was received from the patient (pt) on 2023-feb-24. Pt repeated that they turned the stimulator on to try and get some pain relief and pt felt electricity down their leg shocking them and involuntary spasms of the nerves in their feet. Pt reported they were not able to make it to their surgery date to have the stimulator removed and needs to reschedule. Pt repeated they are not going to use the device again as they are afraid it is permanently hurting them and the nerves in their feet.

Event description:
The patient reported that on (B)(6) 2022, their back was "killing them", so they turned their implanted neurostimulator therapy back on, and then felt bad electrical shocks going down their legs. They turned the intensity all the way down but their feet were still "bouncing" the following day when they spoke with patient services (pss).  The pt was redirected to their doctor to further discuss the reported issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.